Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 1021 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was disconnected from pump four to five hours prior to paramedics being called. Troubleshooting was performed due to no delivery. Insulin pump passed high pressure test. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.